Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that electrode 6 was out of range and electrode 14 was in orange. The rep said that on the connectivity check electrode 6 was not connected. The rep said they looked back at their tablet during the case and the electrode connectivity and impedance check was within normal limits. There were no falls or any outside factors that may have led to the issue. The rep said that during intra-op and post op during the case date all was normal and they looked back at the tablet report just to verify. The rep said that at the post op appointment the day of the report, they got the out of range impedance reading. The rep programmed around the electrode and the patient got good coverage. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.